Event description:
As reported by the user facility: leaking of chemotherapy, four separate incidents occurred with 1 bag of ifosfamide, and 3 bags of etoposide. On each occasion, pharmacy tech spiked butetrol set into chemo bag containing chemotherapy, chemo bag and butetrol set sent to floor for pt use. Connected product placed in plastic bag, and cardboard box, transported by hand 5 floors from pharmacy to nursing unit, in same building. Tubing not primed prior to delivery to unit. When product arrived to unit, nurse opened box, noticed that the chemo agent solution had leaked into plastic transport bag, solution also in butetrol and drip chamber. Nurse called for a spill kit, and a code brown was initiated. No pt injury, pharmacist had to remix chemo in product with a different lot #, no further incidence. The sales rep reported the suspicion is that the blue roller was closed, but did not completely occlude the pathway. Add'l info provided by the facility indicated the spill was cleaned up per hospital protocol and no one suffered any adverse sequela associated with the reported incidents. The samples were discarded and were not made available for eval.

Event description:
The roche diagnostics dutch affiliate reported a customer allegation of a discrepant creatinine result. Initial creatinine = 130 umol/l repeat creatinine = 63 umol/l creatinine reagent lot #: 621987 the test was repeated on the sample because the doctor did not believe the initial result. There was no report of death or serious injury related to this event. The investigation is ongoing.

Manufacturer narrative:
The customer was unable to provide details regarding the reaction kinetics or the affected sample for further investigation. A root cause was unable to be determined.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.